Manufacturer narrative:
Block b3: exact date unknown, event occurred in may 2024. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50. Serial number: (B)(6). Batch/lot number: 7081458. Model/catalog description: coveredge 32 surgical lead kit 50 cm. Unique identifier: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were discarded per hospital policy.